Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. During the procedure, the ipg site was relocated and the lead was replaced and repositioned. It was previously reported that the lead had migrated causing shocking sensation down the left side of the patient¿s body into her arm and leg whether the stimulation was turned on or off. The physician believed that the lead was pressing down on a nerve. No device malfunction was suspected with the lead, but it was noted that the original lead was bent. It was believed that the lead was bent from being inside the epidural space. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4)description: artisan surgical lead, 70cm the explanted lead was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the pocket site was very tender and superficial. The patient will undergo a revision procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the pocket site was very tender and superficial. The patient will undergo a revision procedure.